Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received a questionable high elecsys cortisol ii result for one patient saliva sample from the cobas e 801 analytical unit. The initial result was <1.5 nmol/l. The repeat results from the same aliquot were 94.0 nmol/l and <1.5 nmol/l. The repeat result from another aliquot from the same sample was <1.5 nmol/l. This result was believed to be correct and was reported outside of the laboratory. The reagent lot number was 47156601. The expiration date was requested but was not provided.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.